Event description:
It was reported the patient¿s stimulator was heating up and was hot all of the time. It was noted the stimulator was explanted less than three months after implant and was deemed defective and burnt. It was reported the patient did not have an infection.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type programmer, patient product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).